Event description:
It was reported when using the bd vacutainer® push button blood collection set there was mix of product types in a pack. This event was reported to have affected 9000 devices. The following information was provided by the initial reporter. The customer stated: "we shipped batch 2273114 and the found in the same box other batch 2266008."

Manufacturer narrative:
The following fields were updated: d9. Device available for evaluation? Yes. Returned to manufacturer on: 19-apr-2023. H6. Type of investigation: b14 - analysis of production records. B15 - analysis of data provided by user/third party. B02 - testing of device from same lot/batch retained by manufacturer. B01 - testing of actual/suspected device. B12 - trend analysis. Investigation summary: bd received 50 samples and 1 photo for investigation. The photo was evaluated and shows four packages of 23g pbbcs units from lot #2266008. The customer samples were evaluated by visual examination. The box was labeled with lot #2273114 (ref #(B)(4). Within the case were 21 units from lot #2266008 and 29 units from lot #2273114. Additionally, one box of 50 retention samples of implicated lot #2273114 was selected from bd inventory for evaluation and no issues relating to mixed product were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode mixed product. The root cause for the reported event was likely packaging related and, the appropriate manufacturing personnel were notified of this complaint. No related quality issues were noted during manufacturing and no other similar complaints were identified for the implicated lots; however, due to the evidence gathered from reports and a photo of the units that was provided by the complainant, it is likely that units from lot #2266008 were packaged with units for lot #2273114 during the packaging process. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.6. Investigation summary: bd received one photograph for evaluation. The photo was evaluated and showed four packages of 23g pbbcs units from lot #2266008. The product or labeling from lot #2273114 was not shown in the photo or returned for investigation. One box of 50 retention samples of implicated lot #2273114 was selected from bd inventory for evaluation and no issues relating to mixed product were observed. This complaint was confirmed for the indicated failure mode of mixed product. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. The root cause for the reported event was likely packaging related and, the appropriate manufacturing personnel were notified of this complaint. No related quality issues were noted during manufacturing and no other similar complaints were identified for the implicated lots; however, due to the evidence gathered from the consignee reports and a photo of the units that was provided by the complainant, it is likely that units from lot #2266008 were packaged with units for lot #2273114 during the packaging process.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was mix of product types in a pack. This event was reported to have affected 9000 devices. The following information was provided by the initial reporter. The customer stated: "we shipped batch 2273114 and the found in the same box other batch 2266008."

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was mix of product types in a pack. This event was reported to have affected 9000 devices. The following information was provided by the initial reporter. The customer stated: "we shipped batch: 2273114 and the found in the same box other batch: 2266008."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set, medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.